Manufacturer narrative:
Concomitant products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 355531, lot# n341397, implanted: (B)(6) 2012, product type screening; device product ID 3998, lot# v973526, implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect and a return of pain for the ¿last couple of days¿ prior to the report. It was confirmed that stimulation was on and that adaptive stimulation was enabled. The patient was reportedly on group b with programs 1.90, 3.10, and 1.90. The patient reportedly made no changes but began to feel stimulation in the lower part of their left leg. It was noted that the patient did not usually feel stimulation but it took care of the pain. It was also noted that when the patient had the stimulation high it would make the pain worse. The patient reportedly had no falls or accidents. It was also noted that the patient was not familiar with their patient programmer. It was later reported that the patient¿s stimulation was working fine. It was noted that the patient ¿played around with it¿ and was able to get it working.